Manufacturer narrative:
This supplemental report was submitted to provide the results of the device evaluation. The suspect device was returned to olympus for evaluation and confirmed the customer¿s reported problem. Upon powering on, error e433 displayed on the front touch panel display and re-booted continuously on its own. A visual inspection noted an indentation on the external tip cover at the rear right corner. The e433 error problem was isolated to a defective high voltage power supply (circuit) board. The evaluation also noted a software upgrade to the latest version is recommended. The investigation is still in progress. A supplemental report will be submitted accordingly upon completion of the investigation or if new information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the error occurred due to a defective high voltage power supply (hvps) board. The possible causes of a defective hvps board are: the supply voltage from the hvps board is missing or too low, or, due to a short circuit of the mos transistors. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (ola) was informed by the supervisor at the user facility, the customer high frequency electro-surgical generator unit does not turn on and shows error, e433 (the generator will restart automatically. If the error persists, contact olympus) at the beginning of the surgery. The device was not replaced and the intended procedure was not completed. No death or injury and no impact to patient or other was reported to olympus.

Manufacturer narrative:
The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.